Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the left ventricular (lv) lead twisted due to suspected twiddling. The pocket was reopened, and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.